Event description:
It was reported the customer had physical damage to their insulin pump. Customer stated there was a crack on the insulin pump. The customer's blood glucose was 290 mg/dl. The customer also stated they were constantly dropping the insulin pump. It was also found the customer had a no delivery alarm that they could not troubleshoot for at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No delivery anomaly noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window and stained end cap sticker.